Manufacturer narrative:
Method: DHR, complaint history, packaging insert and surgical technique review. Evaluation summary: an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. The device manufacturing history record indicates no reported discrepancies. The product experience reporting database shows that there have been no other reported events regarding the reported device lot codes. The results of the investigation performed indicated that the use of the trident alumina insert with primary tritanium hemispherical cluster shell was contraindicated from the tritanium primary surgical protocol and product IFU. The tritanium surgical protocol (lsp66 revision 1) was reviewed and on page 2, the compatibility chart does not indicate that a trident alumina insert can be used with the primary tritanium hemispherical cluster shell. Additionally, the shell to insert compatibility section of the latest revision of product IFU (qin 4397 revision e) states: "tritanium shells (500-03-xxx, 502-03-xxx, 500-13-xxx and 502-13-xxx) can be used with trident polyethylene inserts and are not approved for use with trident ceramic inserts."

Event description:
It was reported that, "off label product usage."